Event description:
Husband of female, reported infusion set cannula being bent after insertion. Patient's blood glucose was elevated to >300 mg/dl. She replaced the infusion set and her blood glucose returned to normal. Patient felt symptoms of headache, frequent urination, nausea, and was irritable. No medical assistance was reported. Product will not be returned for evaluation.

Manufacturer narrative:
H6: product not returned for evaluation.